Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that they are at the end of treatment on their latest set of refinement aligners, but the two front teeth on my upper arch are still uneven.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.